Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient representative reported "rupture", "capsular fibrosis / capsular contracture grade unknown, double-bubble syndrome and a grade 2 tubular breast deformation" & "chronic inflammation". This record is fir the left side. Device explanted.